Manufacturer narrative:
The reported event that a screw fell out was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility a screw was identified as missing from the device. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility a screw was identified as missing from the device. No patient involvement or procedural delays were reported with this event.